Event description:
Prior to deployment of the contralateral leg graft, the length was noted to be in excess and deployment of the leg graft as intended would result in an occlusion of the left internal iliac artery. In order to prevent the occlusion of the vessel, the leg graft was deployed in the limb of the main body with almost two full stents above the bifurcation of the main body. In order to prevent an occlusion of the limb, an iliac leg extension was deployed in the limb of the main body graft, with the height above the bifurcation of the proximal portion adjustment to the contralateral leg graft. Viewing of the final angiogram noted good flow through the graft, and no apparent endoleaks.